Event description:
It was reported that when preparing for a laparoscopic cholecystectomy procedure after loading the device the device was spitting clips out of the sides of the jaws. The same event occurred with two more devices. The case was completed with another device of the same product code, but a different lot number. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged jaws, floor damaged. The analysis result of the er320 device found that it was received with the floor and jaws damaged. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor and jaws. A batch record review was performed and no anomalies were found during the manufacturing process.